Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced an infusion set was fell off during use event on (B)(6) 2024. The blood glucose level was 200 - 250 mg/dl at the time of event. The infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.